Event description:
A malfunction on the pump was reported by the caller. Due to the lack of specific information, it is unknown if there was any impact on the customer's blood glucose level. Technical support addressed the issue by replacing the pump under the relevant case number.